Event description:
It was reported that the pt underwent prophylactic generator replacement and the explanted generator was returned to the MFR for analysis. Analysis of the device confirmed an elective replacement indicator set to "yes" condition; the battery partially depleted. The "eri yes" condition was expected based on the battery life calculation, the electrical test result and the bench evaluation. However, the supply current pulsing was found to be over the limit. Analysis indicate that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to the functional specifications. The out-of-limit supply current pulsing could potentially be a contributing factor to the end of service; however, results of the battery longevity prediction indicated that the "eri yes" condition was an expected event.